Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06469. It was reported during the trial leads removal the surgical incision site was red with pus on the skin surface. The patient was sent to the emergency room and treated with intravenous antibiotics. The patient was then released and prescribed oral antibiotics. No culture was taken. Follow-up identified the patient was seen by his physician a week later and the surgical incision site is completely healed.